Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient 04/24/2018. It was reported the patient thinks she needs a surgeon to have her device replaced. The patient stated she spoke with the representative manufacturer and was told there was nothing more that could be done. The patient was not sleeping at night and was not getting an answer on what she should do. The patient was redirected to their healthcare provider and additional physician listings were sent. No additional complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative had not yet performed additional physician mode restart sessions. The patient was redirected to her health care provider to resolve the issue. Additional information was received from a consumer regarding the patient on (B)(6) 2018 it was reported that the patient had charged for four hours, and the device is not taking a charge. The patient had not charged for 9 days due to not feeling well on the day that she was supposed to charge. The patient usually charges once a week. The patient was not able to feel the implant through her skin. Her family member and the manufacturer representative were also not able to feel the implant. The patient has never had a problem with charging before. She has tried putting the antenna in all the areas that she usually puts it. The patient was redirected to follow-up with her health care provider to resolve the issues that she was experiencing. The patient thinks that she needs to have a surgical replacement because ¿people¿ are telling herethere isn¿t any more that they can do for her. They keep telling her that all that they can do is ¿reset¿ it but that doesn¿t help. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that prior to the call the patient¿s daughter helped them try to readjust the antenna, but they continued to see the reposition antenna screen. It was indicated that the patient did not know when they last felt stimulation as it had been so long. They stated that they last successfully charged their device nine days ago. Patient services had the patient reposition the antenna over the ins. The patient stated that the recharger antenna cord seemed to be plugged in properly, but they were not able to communicate with another external device (programmer or recharger). It was stated that they were unable to communicate with or without the antenna attached. The patient was redirected to follow-up with their healthcare provider regarding a possible overdischarge. No symptoms were reported. It was reported that the issue of being unable to communicate with the recharger or programmer occurred on (B)(6) 2018. The event date of when the patient last felt stimulation was asked but was unknown as it had been so long. It was indicated that the patient did reach out to their hcp and they planned to call the manufacturer to have them meet the patient at the office. Additional information was received from the patient¿s friend/family member reiterating that they could not connect to the implanted device to their spinal cord stimulator system working. The previous overdischarge considerations were reviewed, but it was stated that the ins was charged nine days ago. Patient services reviewed that the ins should not be in an overdischarged stated if the patient last charged their ins nine days ago. The patient mentioned that their pain has gotten really severe over the past couple of weeks as their stimulation was not on and that the patient was upset because their hcp left a message with a local representative (rep), but no one had called them back.the reps role was reviewed and patient services offered to reach out to the rep for the patient¿s behalf. The patient stated that they only had a pain hcp that allowed the rep to visit. A list of doctors were offered and accepted. The event occurred in (B)(6) 2018 (a couple of weeks). On (B)(6) 2018 information was received from the rep stating that they called the patient¿s hcp, but the number brought them to a busy signal. They stated they¿d try to call the patient directly. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was told that they would need to get a new implant. The patient was upset with the way things are being handled. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was in overdischarge. Three physician mode resets were performed but the issue did not resolve. The rep was going to reach out to the patient again to further address the issue. No further complications were reported.